Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/27/2019. The customer reported that I-stat 1 downloader recharger (drc) s/n (B)(4) emitted smoke and visible fire when connected with the power supply cable and adapter supplied with the drc. The same power cable with adapter was plugged into another drc, and it was working fine. Failure analysis could not be performed as drc s/n (B)(4) and the associated cable and power supply have not been returned to flex. A rocketware search spanning six months revealed no similar incidents. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2019, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) that emitted smoke and visible fire when connected to the power supply cable and adapter supplied with the drc. The customer states that smoke came after connecting the cable with adapter to the power-supply & drc. The cable with adapter was then removed and observed if it was the correct cable. As there were no damages seen, same cable with adapter was plugged into a another drc and that worked fine. The business partner retested the same cable with questionable drc that threw smoke and the drc started a fire internally and was removed from service. The product was replaced at no charge and returning for investigation. The drc unit will be returned along with cable & adapter. There were no injuries reported. Per I-stat1 system manual: art: 714368-00k, rev. Date: (B)(4) 2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.